Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the air could not enter into the drain bag through the air vent and urine could not be pumped into the drain bag.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with an inlet tube, sample port connector, catheter, and test. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks observed. With the syringe attach the balloon deflated passively with no cuffing or leaks noted. The sample port was flushed, and the drainage bag was filled with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution drain from the outlet properly with no issues noted. Also, noted the vent filter worked as intended. The photo sample was returned and could not be evaluated for the reported failure. The DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the air could not enter into the drain bag through the air vent and urine could not be pumped into the drain bag. Per follow-up information received from ibc on 05oct2022, stated that the bag had an air lock.